Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Additionally, this device was not part of any advisories. Additional information received which indicated that this device recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed fc1003, and the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Additionally, this device was not part of any advisories. Additional information received which indicated that this device recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed fc1003, and the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and device replacement was recommended. Additional information from the field representative was obtained which indicated that the device changeout was not yet made and still waiting on office to schedule. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Additionally, this device was not part of any advisories. Additional information received which indicated that this device recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed (B)(6), and the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and device replacement was recommended. Additional information from the field representative was obtained which indicated that the device changeout was not yet made and still waiting on office to schedule. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.